Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
The patient reported feeling non-specific symptoms. It was also reported that the implantable pulse generator (ipg) exhibited premature battery depletion. The device remain in use. No further patient complications have been reported as a result of this event.